Manufacturer narrative:
Technician replaced the power cord to repair the bed.

Event description:
The technician, while performing an electrical safety check on the bed, found the ground resistance reading was high. The power cord was intact and had no signs of damage, but he suspected an open ground wire inside the power cord.